Event description:
It was reported by the patient that they were feeling short of breath and tired when climbing stairs. The device remains in use. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.